Event description:
It was reported that during a bankart repair, after the surgeon inserted the anchor, it came off from the bone hole and the anchor of ar-3603, lot:10858376 also came off during the surgery. All the anchors were retrieved. The case was completed by creating another bone hole in another location and an anchor of another manufacturer was fixed.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.